Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer reported blank display. Customer stated that they received low battery alert and changed the battery, but display did not turn back on. Customer tried to insert new battery but display did not return. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment and spring were not corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.